Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 195 mg/dl at the time of the incident. Customer stated the top of the reservoir compartment has broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.